Event description:
It was reported the patient the patient had a loss of therapeutic effect. Reportedly it worked ¿for about two months and then, one day she was sitting in a chair when she bent over to pick up a newspaper and when she stood up it felt like "fireworks went off" in both butt cheeks.¿ the caller stated this hurt a lot and she had the implantable neurostimulator (ins) turned off since. The caller thought this happened around april. Reportedly, the healthcare provider did an x-ray and was fairly certain one of the leads had moved. The patent planned to get a second opinion. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Product ID: 3093-28, lot# va03l5q, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer. (B)(4).